Manufacturer narrative:
(B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the display was discolored. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed (B)(6) 2018. On investigation, the pump powered on with a discolored display screen. Investigation duplicated the complaint. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.